Event description:
A customer reported via phone call indicating that they have been having issues with their sensor and that the batteries on their insulin pump keeps dying sooner than the expected battery life span. The patient's blood glucose level was unknown at the time of the call. The customer stated they received two bad battery alarms and a lost sensor. The customer was advised to wait 5 seconds before inserting the new batteries in their insulin pump. The customer was informed that a new battery cap will be shipped to them out of courtesy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.